Event description:
It was reported that the patient underwent a stenting procedure in a moderately calcified distal circumflex artery. A 2.5 x 15 mm trek dilatation catheter was advanced to the target site and the balloon was inflated. During the second inflation, a balloon rupture occurred at 6-8 atmospheres (atm). The trek dilatation catheter was removed from the anatomy without resistance and a new nc trek dilatation catheter was advanced. The balloon was inflated to complete pre-dilatation. A xience v stent was then implanted to complete the stenting procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide catheter: heartrail 6f. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.